Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they could not get charged and kept trying. They found out that they were using the wrong device. They have new equipment but didn't know how to use it. They would like to learn how to use the new programmer.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the issue included the patient accidentally turning the device off. They were able to resolve the issue by calling their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was taking a long time to charge. The patient stated she charged last night but when she woke up today the battery was low. Upon further investigation, the ins battery level was charging up to 50% with all 8 boxes black. It appeared that the ins was turned off. The patient attempted to use the patient programmer which was dead and the patient didn't know if they had replacement batteries. Technical services (ts) used the al feature to turn ins back on for the patient. The patient confirmed that ins was on but still didn't feel like therapy was working. It was reviewed with patient that typical charging per quartile if 6-8 bars are shaded, the patient would need approximately 2-4 hours to get to full. It was also reviewed with the caller to install new aa batteries into patient programmer so she can use that to keep tabs on therapy and battery status. The patient stated she had the new wireless recharger but doesn't remember how to use it. Ts reviewed that a product specialist (ps) can assist with learning that over the phone or she should bring it with to her next appointment for further instruction. The patient indicated she still had her tremors at the end of the call and that they hadn't improved since turning on the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# :unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.